Event description:
On 01/29/1999, the facility's operating room nurse informed the manufacturer's (MFR.) Sales representative of the following: the facility nurse stated that they were unable to flush, infuse or aspirate the device after it was implanted. As a result, the device was explanted and another device, same catalog number was implanted and worked fine. The device is scheduled to be returned to the MFR. For analysis. No further details were provided at this time.